Event description:
It was reported that during an open prostatectomy procedure, the blade of the device snapped in half during the procedure. A new device was opened to complete the procedure. All of the blade was in one piece and there were no adverse consequences to the pt (nothing fell into the pt). The scrub person said the surgeon touched metal quite a lot prior to the break. The rep has had a discussion around this and the surgeon and he will avoid metal in future.

Manufacturer narrative:
(B)(4). (B)(4).